Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product was provided for evaluation. An external visual inspection was performed and passed. A voltage test was performed and failed at 0 vdc. The data/share log was reviewed and a transmitter failed error was observed within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.